Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected non-fasting blood glucose test result range is 130 to 140mg/dl. Customer sought medical intervention and was hospitalized for high blood glucose levels. Blood glucose test performed on ambulance with result in the 400mg/dl range and at the emergency room with result of 470mg/dl. Currently taking insulin to manage diabetes. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 06/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): (B)(6).

Event description:
Consumer complaint of high blood results. Expected non-fasting blood glucose test result range is 130 to 140 mg/dl. Customer sought medical intervention and was hospitalized for high blood glucose levels. Blood glucose test performed on ambulance with result in the 400 mg/dl range and at the emergency room with result of 470 mg/dl. Currently taking insulin to manage diabetes. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 06/15/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): 478 mg/dl (B)(6) 2015 01:04 pm; 468 mg/dl (B)(6) 2015 11:51 pm; 518 mg/dl (B)(6) 2015 10:39 pm; 333 mg/dl (B)(6) 2015 07:15 pm; 397 mg/dl (B)(6) 2015 07:02 pm.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.